Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has received the autopulse nxt platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the autopulse nxt platform (sn (B)(6) is intermittently compressing by itself. The nxt platform wouldn't continue to compress; instead, it would stop and start on its own without anyone pressing the buttons. The left side heats up more than the right side, and it takes two minutes to restart. The customer mentioned that they were applying pressure to the weight sensor but not providing anything for the nxt band to contact. Additionally, the customer said that they were using an AED in place of a manikin. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn: (B)(6) intermittently compressing by itself, wouldn't continue to compress; instead, it would stop and start on its own without anyone pressing the buttons, and the left side heats more than the right side, and it takes two minutes to restart were not confirmed during the functional testing. No device malfunctions were observed during testing, and the nxt platform functioned as intended. The archive data indicated no fault or alert on the reported event date. The nxt platform passed the functional testing with no issues. The customer-reported complaints were not reproduced during testing, and the nxt platform functioned as intended. Following the service, the autopulse nxt platform passed its final tests without issue.